Manufacturer narrative:
Suspect device: comfort curve test strips.

Event description:
Customer reportedly obtained a result of 101mg/dl on the doctor's device and 297mg/dl on the advantage test system within 10 minutes. No action was taken based on device result. No adverse event reported. No quality controls were used. Comparison performed at doctor's office. Requested return of suspect test system and replacement was sent. Advantage test system: strip lot 549207, exp 9/30/2007, cat/04388208001.